Event description:
It was reported that during a routine follow up upon interrogation of the implantable cardiac monitor, stored episodes of oversensing were noted. The oversensing was registered as ventricular tachycardia episodes. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.